Manufacturer narrative:
The returned lead was only available in fragments. It had been cut through 11.5 cm and 27.5 cm distal of the is-1 connector pin. All three lead fragments were returned and underwent a thorough analysis. The visual inspection showed multiple signs of wear and tear along the lead fragments. Especially 26 cm distal of the is-1 connector pin, the insulation had been damaged by fraying. In this area, the rope conductor to the ventricular ring electrode showed a conductor fracture. This damage is with high probability the cause for the oversensing with shock deliveries complained about. The position and kind of the fraying are characteristic for massive mechanical stress of the lead due to friction at the generator housing. In addition, a deformation of the shock coil was detected, which can probably be attributed to the extraction procedure. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly.

Event description:
Ous MDR - after an implantation duration of 61 months it was reported that the lead was explanted and replaced due to inappropriate shock delivery.